Manufacturer narrative:
(B)(4). Physio-control evaluated the returned device and verified the reported failure. The physio representative then removed a high energy capacitor for further examination. He observed that leg 4 of a cable-mounted plug connector, designator p502, had a bent out socket which was causing intermittent electrical connection and, as a result, produced the event codes associated with the service indicator. This intermittent connection could potentially affect defibrillation therapy as well; however, that was not duplicated during examination. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. Upon further examination of the device, physio-control observed that the device may not deliver therapy intermittently. There was no patient use associated with the reported event.